Event description:
He presented with 2 weeks of sob (shortness of breath), chest fullness and low flow alarms. He was seen in the ER: (emergency room) and given right heart catheterization with improvement in bp: blood pressure but continued with ongoing symptoms and intermittent alarms and was admitted for workup. Left ventricular assist device (lvad) flows persistently 2 liters per minute, he has been hemodynamically stable with this. Echocardiogram shows new moderate tricuspid regurgitation. CT morphology revealed some evidence of debris in the bend relief but no obvious inflow cannula or outflow graft obstruction. Dilated cavity 6.9cm (B)(6) 2024: today he has had incessant low flow alarms. Right heart catheterization done showed mildly elevated pulmonary capillary wedge pressure (pcwp) (19), but otherwise reasonable hemodynamics and cardiac index (ci) 2.2.log files sent to abbott suggestive of obstruction somewhere in the left ventricular assist device (lvad) pathway. (B)(6) 2024: to operating room for thoracotomy to evaluate outflow graft. Bend relief isolated and opened- moderate amount of external outflow graft obstruction debris in the proximal portion. Once this was cleared away- there was obvious twisting of the outflow graft, nearly 180 degrees right above the connection to the pump. Twist was fixed and flows returned to normal 4-4.5 liters per minute and outflow graft clip applied. Patient returned to intensive care unit following surgery.